Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient underwent posterolateral lumbar fusion surgery from l4 to s1 using rhbmp-2 and collagen sponge to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside the cage. Post-op complications: progressively worsening and chronic low back pain, pain and radiculopathy down his left leg, and pain and numbness in his legs and feet, difficulty in sitting and standing for extended periods. Reportedly the patient underwent revision surgery due to severe pain and worsening symptoms.